Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that through post-operative follow-up, the aneurysm was confirmed to be gradually enlarging; however, the physician decided to monitor the patient. The common iliac artery where the endurant 16x24x124 was implanted was enlarged, and the right limb was detached from the vessel wall. A type ib endoleak was confirmed by angiography during the secondary intervention. The internal iliac artery was intentionally coiled, and another manufacturer¿s stent graft was implanted. The physician stated the cause of the type ib endoleak due to disease progression at the right common iliac artery. No additional clinical sequelae were reported and the patient is fine.